Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the half height drawer 4-1 d row was missing. A field service engineer successfully cleared the cold boot error. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.